Manufacturer narrative:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator display showed fan failure". The log files showed that the device stopped during patient ventilation and at next start-up the ventilator alarmed for fan failure. Batteries completely discharged due to: - poor batteries state of health (soh) and lack of regular maintenance. Battery replaced and the issue was solved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report:

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator display showed fan failure". The log files showed that the device stopped during patient ventilation and at next start-up the ventilator alarmed for fan failure. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.